Event description:
It was reported that the handpiece continues to run when the safety switch is on. This did not occur during a surgical procedure, and there was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and conditions were duplicated that support the customer complaint, the device continues to run when the safety switch is on. Based on the investigation details, the likely cause was severly burnt contact pins in the motor cartridge, which was replaced along with other components. Service will do a clean, lube, and adjust to the device, repair and return the device to the customer.